Event description:
It was reported that balloon rupture occurred. The target lesion was located in the distal superficial femoral artery total. A 4.0mm x 120mm x 150cmsterling sl balloon catheter was advanced for dilation. During the procedure, the balloon bursted before it was inflated to nominal burst pressure (nbp). The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: the fg sterling sl was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination showed the balloon had a rupture. Microscopic examination revealed that the balloon ruptured longitudinal, measuring 30mm long.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the distal superficial femoral artery total. A 4.0mm x 120mm x 150cmsterling sl balloon catheter was advanced for dilation. During the procedure, the balloon bursted before it was inflated to nominal burst pressure (nbp). The procedure was completed with another of the same device. No complications were reported, and the patient was stable. It was further reported that target lesion was located in the mild tortuous and mild calcified. The device was removed slowly and carefully from the patient.